Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis user facility reported during treatment a blood leak occurred. The leak was reported to be an internal dialyzer leak. The machine alarmed. Test strips were used and confirmed the leak. Estimated blood loss was 200cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up on the same machine. The sample is available for manufacturer evaluation and has been requested.

Manufacturer narrative:
The reported complaint is confirmed as a fiber leak due to a short fiber noted during destructive disassembly of the dialyzer. The dialyzer was returned without the prepackaging pouch. The dialyzer was returned with corporate provided adapter and blood port caps. The fibers were wet with indication of blood exposure; the fiber bundle was tinged from blood residue. Coagulated blood was noted beneath both screw flanges. The returned sample was subjected to a lab bubble point test which failed at an airflow of 135.0 ml/min on the cavity ID end of the dialyzer within the location of the observed short fiber. Further examination of the fiber bundle identified a short fiber within the location of where the steady flow of bubbles was noted from the bubble point test. There were no other damage or irregularities noted to the fiber bundle. The inferior surface of both polyurethane potting ends were examined for voids; no voids were noted. An investigation of the device mfg records was also conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.